Manufacturer narrative:
(B)(4). Report source - (B)(6). Visual inspection of the returned product found the outer packaging was damaged. The label on the inner packaging was damaged. Additionally, a puncture in both layers of the tyvek sterile barriers was identified. Sterility of the device has been compromised. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. These products were likely conforming when they left zimmer biomet control. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the incoming inspection team member found the outer package was crushed and the product label was torn off. There is no additional information available at this time.